Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has a hole and blood was dripping out on the side of the hole. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that needle has a hole in it. Blood was dripping out on the side of the hole onto the patients arm resulting in leakage."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has a hole and blood was dripping out on the side of the hole. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that needle has a hole in it. Blood was dripping out on the side of the hole onto the patients arm resulting in leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-27. H.6. Investigation summary: bd received 11 samples (1 contaminated and 10 unused) and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the contaminated customer sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. The 10 unused customer samples were evaluated by visual examination and functional testing, each used to draw 10 tubes with water, and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.